Event description:
It was reported that during the investigation for vta rotational worm wheel gear hardware, bolts were found loose and replacement of the hardware was required. The vta hardware was installed and calibrated and the system met the manufacturer´s specifications. All 8 bolts were replaced and torqued to hologic specifications.

Manufacturer narrative:
An investigation was completed: on (B)(6) 2024, it was reported that the vta bolts were found loose during a preventative maintenance (pm) visit. The field engineer (fe) replaced the vta bolts using the replacement kit to resolve the issue. No patient or user injuries were reported. A review of the device history showed this issue has not recurred since the part was replaced. The vta bolts were on the system for 1,168 days and were not returned for further investigation. A CAPA has been opened to investigate the root cause of the loose/broken vta bolts. Conclusion: this investigation will be closed and the root cause investigation for this issue will be documented in the CAPA. Future events will be monitored and trended. Device history record (DHR) review: a review of the complaint history for (B)(6) was performed and no additional complaints related to loose vta bolts were found. The complaint review identified that the vta and bolts were original to the system therefore, the DHR was reviewed. There were no discrepancies noted in the DHR. The vta was installed on this gantry with no issues noted. System product code: sdm-sys-6000-3d serial number: (B)(6) manufacture date: 11-04-2020 system installation date: 05-20-2021 unique device identifier (UDI): (B)(4).